Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bristled portion of the brush bent. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no problem¿ at the conclusion of the procedure.